Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited black residue from the channels, the issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The device was not return to the olympus; however, the customer reported event was confirmed based on the picture provided by the customer. Based on the results of the investigation, the foreign material could not be identified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.